Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Orchid unique manufactured the 22mm/19mm dilator, part 03.610.005, and lot u109519. Initially, the part conformed to the supplier¿s certificate of conformance and to synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that orchid unique manufactured the 22mm/19mm dilator, part #03.610.005, and lot #u109519 on po #(B)(4) for (B)(4) pieces delivered october 15, 2009. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 13, 2009, and to synthes final inspection sheet #(B)(4), revision ¿d¿. The parts were released to the warehouse on october 19, 2009. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 22mm/19mm dilator was made to the synthes drawing # (B)(4), revision ¿c¿, released on april 1, 2008. Due to an unknown cause, it was reported during a minimally invasive spine (mis) spine decompression procedure, the extremity of the dilator tube that goes in the patient bent and broke despite normal usage. Upon receipt, it was observed that there was no evidence of bending or breakage of the device at either end. The green stripes are peeling off the device. All measurements are within specification. Based on the unknown cause and the evaluation, this complaint is unconfirmed is considered unrelated to manufacturing processes or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported during a minimally invasive spine (mis) spine decompression procedure, the extremity of the dilator tube that goes in the patient bent and broke despite normal usage. It is not known if the broken fragment of the tube was suctioned, or if it remains in the patient. The procedure was completed with a like/similar instrument. The surgery was delayed or prolonged for two minutes due to the complained event. This is report 1 of 1 for com-(B)(4).